Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was underinfusing. After 46 hours the reservoir still had fluid remaining. The patient was being infused with 5fu. There was no report of patient injury or medical intervention associated with this event. No additional information is available.